Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, then a follow up report will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2367 during the previous night's therapy on the home choice (hc). The home patient (hp) stated when the alarm occurred he just disconnected and turned the machine off. The hp was concerned if the machine was working properly. The technical service representative (tsr) explained the alarm and possible causes. The tsr advised the hp to contact baxter when an alarm occurs. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.